Event description:
Information received from the field notes that interrogation revealed recommended replacement time (eol/rrt) character- istics. The rrt message was cleared, but measured battery data was 1.25v, 13ua, <1 kohms. Measured magnet rate showed dashes (---) and measured lead impedance was <200 ohms. The patient was pacemaker dependent, therefore, the device was replaced.